Event description:
Received information regarding air bubbles in the infusion set tubing, patient line, and luer lock. Customer's blood glucose level was impacted.

Manufacturer narrative:
The complaint device was not returned for evaluation. If the complaint device is ultimately received, a follow up report will be submitted.